Manufacturer narrative:
Concomitant product UDI for pump is (B)(4), concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported length too long and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The incontinence was attributed to the cuff being too large. A surgical procedure was performed during which the urethra was remeasured, and the cuff was replaced with a smaller one in a different location. No further patient complications were reported.